Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 (processed with clock start date: (B)(6) 2016) from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and later could not move her whole leg, the pain in left knee got much worst/ excruciating pain, knee was still swollen and injection did not work (device ineffective). The patient received injections of synvisc-one in both knees for mild osteoarthritis about 3-4 months ago which went well. The patient's medical history, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with second intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number and expiry date was not provided) for osteoarthritis in her left knee. It was reported that the injection did not work for her and she had a very severe reaction to the injection. It was reported that the pain in her left knee got much worst after the second injection. It was reported that the pain was excruciating and the patient could not move her whole leg. It was reported that her husband had to help her because she was incapable of walking on her own. Further reported, the knee of the patient was still swollen but the pain had decreased. The patient would not be going for a follow up injection for her right knee since she was afraid of the possible outcome. Corrective treatment: paracetamol (tylenol) and ice for pain in left knee got much worst/ excruciating pain and knee is still swollen and not reported for could not move her whole leg outcome: recovering/ resolving for pain in left knee got much worst/ excruciating pain, knee is still swollen and could not move her whole leg. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for could not move her whole leg and the pain in left knee got much worst/ excruciating pain. Additional information was received on 05-apr-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-apr-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 01-apr-2016: this case concerns a patient who received synvisc-one injection for osteoarthritis and later she could not move her whole leg. Also her left knee pain got much worst and she was incapable of walking on her own. Based upon the information available, the causal relationship between the event and the product has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from canada was received on 28-march-2016 and 30-mar-2016 (processed with clock start date: 28-mar-2016) from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and later could not move her whole leg, the pain in left knee got much worst/ excruciating pain, knee was still swollen and injection did not work (device ineffective). The patient received injections of synvisc-one in both knees for mild osteoarthritis about 3-4 months ago which went well. The patient's medical history, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient received treatment with second intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number and expiry date was not provided) for osteoarthritis in her left knee. It was reported that the injection did not work for her and she had a very severe reaction to the injection. It was reported that the pain in her left knee got much worst after the second injection. It was reported that the pain was excruciating and the patient could not move her whole leg. It was reported that her husband had to help her because she was incapable of walking on her own. Further reported, the knee of the patient was still swollen but the pain had decreased. The patient would not be going for a follow up injection for her right knee since she was afraid of the possible outcome. Corrective treatment: paracetamol (tylenol) and ice for pain in left knee got much worst/ excruciating pain and knee is still swollen and not reported for could not move her whole leg. Outcome: recovering/ resolving for pain in left knee got much worst/ excruciating pain, knee is still swollen and could not move her whole leg. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for could not move her whole leg and the pain in left knee got much worst/ excruciating pain. Pharmacovigilance comment: (B)(4) company comment dated 01-apr-2016: this case concerns a patient who received synvisc-one injection for osteoarthritis and later she could not move her whole leg. Also her left knee pain got much worst and she was incapable of walking on her own. Based upon the information available, the causal relationship between the event and the product has been assessed to be possibly related. However, lack of information regarding patient's medical history, concurrent condition, concomitant medications details and other risk factors precludes the complete medical case assessment.